Event description:
It was reported that, an article published in medicine evaluated the predictive factors, oncologic course, functional outcomes, and complications of incidental prostate adenocarcinoma identified after holmium laser enucleation of the prostate (holep). The retrospective study included 577 patients who underwent holep between january 2019 and december 2023, excluding patients with a preoperative diagnosis or suspicion of prostate cancer. Holep was performed using a 100 w holmium: yttrium-aluminum-garnet versa-pulse powersuite laser device with 550 end-firing laser fibers, and a versacut tissue morcellator. Incidental prostate adenocarcinoma was detected in 16 patients, while 561 patients had benign prostatic hyperplasia (bph). Of the 16 incidental prostate cancer cases, 15 patients had isup grade 1/gleason grade 3+3 prostate cancer, while 1 patient had isup grade 2/gleason grade 3+4 prostate cancer, which was considered clinically significant. The isup grade 2 patient underwent multiparametric prostate MRI 3 months postoperatively, which identified a small 3 to 4 mm pi-rads 3 lesion in the right lateral region. No additional treatment was performed because no progression was observed during prostate-specific antigen (psa) follow-up. Early and late complications consisting of bleeding, urinary infection, urinary incontinence and urethral structure were noted. Specifically, urethral stricture occurred in 38 patients, with 4 cases in the incidental prostate cancer group and 34 cases in the bph group; urinary retention occurred in 10 patients, with 4 cases in the incidental prostate cancer group and 6 cases in the bph group; and urinary infection occurred in 6 patients, all within the bph group. At 36 months, all patients were continent. No clavien grade 4 or grade 5 complications were reported. The study concluded that incidental prostate cancer detected after holep was low in incidence, most cases were clinically insignificant, and incidental prostate cancer did not worsen functional outcomes or significantly increase complication rates.

Manufacturer narrative:
Efendioglu, f., ozcan, c., & tokatli, z. (2025). Does incidental prostate cancer after holmium laser enucleation of the prostate cause serious clinical problems? Retrospective study. Medicine, 104(44), e45529. Https://doi.org/10.1097/md.0000000000045529. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.